Event description:
Initial ((B)(6) 2021): this reportable incident received via telephone refers to a female consumer who purchased the compound w freeze off plantar spray for her husband to treat a plantar wart. She purchased the wrong product for her husband and placed it in her car around 9:30pm with plans to return it to the store. The consumer reported she had the car windows up and approximately 1:30am she heard a loud noise. The next morning she went to her car and noticed the device exploded. No bodily injury was reported but there was damage to the vehicle. The company obtained pictures from the consumer and issued a claims form. The product was returned to the company on (B)(6) 2021 and is currently being investigated. The company will provide follow-up information once the evaluation has been completed. Meddra version (B)(4). Expectedness: product physical issue: unexpected. According to the company reference safety information.